Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunction "fibre bonding in the outer tube area (distal end) was damaged" could not be determined. In addition, based on the results of the investigation, olympus confirmed foreign material came out of the device´s laser light cable plug of the video cable section, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited damage to fibre bonding in the outer tube area (distal end) and foreign material was present on the laser light cable plug of the video cable section.there was no patient involvement.